Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer replaced tray to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es three cubies were not detected on the bus. The customer rebooted and manually restarted the machine and attempted to recover the cubies; however, they remained undetected. The cubies do not appear in the health sight viewer as failed and were not connecting to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.